Event description:
Healthcare professional reported, left-side capsular contracture, baker grade unknown. The device has been explanted and replaced. Capsulectomy performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ white particles observed on the surface of the shell. ¿ creases were observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Phone number: (B)(6). Fax number: (B)(6). Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left-side capsular contracture, baker grade unknown. The device has been explanted and replaced. Capsulectomy performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5.

Event description:
Physician provided baker grade iii/IV.